Event description:
It was reported that approximately five-week post replacement procedure, the patient developed a pocket infection.  The cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6725 adaptor, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.